Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away due to cardiac arrest on (B)(6) 2022. It was additionally reported on (B)(6) 2022 that the patient was positive for covid-19 and experienced low flow alarms, dizziness, lethargy then cardiac arrest at home. It was unknown whether the patient's death was device-related or whether the device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the patient¿s expiration and heartmate 3 left ventricular assist system, serial number (B)(6) , cannot be conclusively determined through this evaluation. The reported low flow alarms cannot be conclusively determined through this evaluation as no log file data from the time of the reported event was submitted by the account. Heartmate 3 left ventricular assist system, serial number (B)(6) , will not be returned for evaluation as it was not explanted for analysis. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use (rev. C) conatins the following information: sections 1 lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Speed, power, flow, and pulsatility are also outlined in this section. Section 4 describes the pump flow display and the hazard alarms. The instructions for use states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 7 describes the actions to take in the event of a low flow alarm. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away due to cardiac arrest on (B)(6) 2022. It was additionally reported on (B)(6) 2022 that the patient was positive for covid-19 and experienced low flow alarms, dizziness, lethargy then cardiac arrest at home. It was unknown whether the patient's death was device-related or whether the device operated as expected.